Event description:
A homecare patient reported via our distributor that the heater wire of an rt125 infant breathing circuit lost electical continuity and became open circuit during use, causing the fisher & paykel healthcare mr730 respiratory humidifier to alarm. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt125 infant bias flow breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) for that product is k020332. Method: the complaint breathing circuit was returned to fisher & paykel healthcare (B)(4). A heaterwire resistence test was carried out using a calibrated multimeter and a continuity test was performed to determine whether the heaterwire or the pin connection was not to specification. Results: the heaterwire resistance was found to be within the specification for this product. The continuity test revealed a break between the left heaterwire pin and the heater wire in the overmoulded plug. A lot check revealed no other complaints of this nature for lot 120912. Conclusion: electrical open circuits in heaterwires can be associated with improper crimping of the heater wire during production, such that it is unable to provide continuity for the full period of use. All rt125 breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heaterwire became open circuit after release for distribution, possibly as a result of an intermittent crimp connection. This malfunction does not interfere with the delivery of medical gases, only the heating of it. (B)(4).